Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/22/2016. The fse found that check valve cv240 was defective. The fse replaced the check valve, which repaired the differential vote outs. The fse also found valve vl230 was defective and was causing the leak. The fse replaced valve vl230 which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the unicel dxh 800 coulter cellular analysis system was generating vote outs. The field service engineer (fse) found a leak in the instrument. The volume of the leak was about 3 cc and was contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous results were not generated. There was no change in patient treatment.